Event description:
The customer reported that while the anesthesia machine was in use with a patient during a procedure, when the patient was breathing spontaneously and not on the ventilator, the inspired co2 readings on the passport 2 monitor remained at 10mmhg. While the patient was being ventilated, the inspired co2 readings were normal. No patient injury was reported.

Manufacturer narrative:
The company service representative cleaned the seats of the insp and exp valves, and replaced the valve plates. The system was tested to factory specifications. It functioned normally and was returned to the customer.